Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported that " space belly 3 days post op", please explain what happened to the patient. Did 3 sutures break post op on this one patient? What was the date of the initial procedure? What was the name of the initial procedure? What date was the second procedure? Can you provide the operative note of the second procedure? Can you describe where on the suture line was the breakage noted? What is the age, gender and weight of the patient? What is the surgeon opinion of the contributing factors? What is the current condition of the patient?

Event description:
It was reported that a patient underwent abdominal closure procedure on an unknown date and suture was used. Three days post operatively, the suture that was placed in the fascia broke and the patient experienced abdominal incision dehiscence. A reoperation was required. The patient is reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
Additional information. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: can you clarify the lot number for the pdp1924t suture? -regarding lot clarification: please check it when you receive the products for investigation. Did 1 suture break post op on this one patient? Yes what was the date of the initial procedure? Unk what was the name of the initial procedure? Unk what tissue was the suture placed in? Fascia how was the suture placed (interrupted or continuous)? Loop what date was the second procedure? 3 days post op can you provide the operative note of the second procedure? No can you describe where on the suture line was the breakage noted? No what is the age, gender and weight of the patient? Unk 11. What is the surgeon opinion of the contributing factors? Surgeon thought it was too elastic 12. Do you have suture for evaluation? Already sent 13. What is the current condition of the patient? Ok during the visual inspection of representative samples no defects were observed on the packet. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were found. According the representative samples condition, no attachment defects or suture breakage was found and the tested samples met the requirements.